Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report an emergency room visit due to high blood glucose levels. The customer's blood glucose level at time of admission was 800 mg/dl. The customer's blood glucose level at time of call was between 519 and 600 mg/dl. The customer stated the pump would not bolus. The customer reported symptoms of vomiting. The customer was treated with an insulin drip. The customer was shipped a tubing clamp to check for an occlusion. The customer could not check for a bent cannula due to not having enough back-up supplies. The product was not replaced or returned.